Event description:
It was reported that the patient presented to the clinic for a scheduled follow up. Upon interrogation of the pulse generator, it was found out that the right ventricular (rv) lead exhibited high capture threshold measurements, noise and high pacing impedance measurements. The rv lead was capped on (B)(6) 2023. The patient was in stable condition.